Event description:
As reported, during a percutaneous coronary intervention, balloon rupture and leakage were reported. This patient presented to the cardiac catherization unit for elective pci of a 90% occluded lesion in the posterolateral branch. It is unk if the lesion was de novo, or if the vessel was calcified or tortuous. The radial approach was chosen for the procedure. The lesion was pre-dilated with a 2.5x18mm balloon and while inflating the balloon catheter of the 2.5x18mm cypher stent, the balloon ruptured below rated burst pressure. In addition, balloon leakage was confirmed because the pressure of the inflation device decreased. Post-dilation was done with a different balloon. After post-dilation, intravascular ultrasound (ivus) the procedure, was conducted and sufficient stent apposition was confirmed at the target site. After the procedure, the balloon rupture was confirmed outside of the patient. The product will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. The balloon ruptured during deployment of a cypher stent. The target lesion was in the lcx. The vessel was accessed via a radial approach. Vessel and lesion characteristics are not available; however, there was a 90% stenosis. The lesion was pre-dilated prior to stent deployment. Per report, the balloon ruptured below nominal pressure. It is unk if any difficulty was encountered as the stent delivery system was advanced towards the lesion or while crossing the lesion. The device was not returned to cordis for analysis. In this case there is not enough information to determine factors that could have contributed to the reported event.